Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One used 6fr angio-seal evolution device was received for product evaluation at terumo medical corporation. No accessory components were returned with the device. The returned device was subjected to visual analysis where a blood like substance was found along the body of the evolution and hemostatic sheath. The hemostatic sheath was mated with the deployment sleeve of the evolution, which was in the rear lock position with the color bands exposed. There was a sharp bend in the hemostatic sheath and carrier tube assembly where the distal portion of the sheath was almost orthogonal to the body of the evolution. There was no tamper tube exposed. 8" of the suture was exposed. The button of the evolution was stiff indicating that the gearbox assembly was likely in the proper distal position. 0.6" of the carrier tube assembly could be seen exposed from the hemsotatic sheath. The two handles of the evolution device were then examined and it was noticed that a larger than typical gap was observed between the two handles although the two handles were still properly mated. This gap could not be quantified. The handles were then pried apart with a flat head screwdriver revealing the gearbox inside. The gearbox did not appear to be properly seated on the rails of the lower handle although it was found in the distal position. The large spool could be seen almost in contact with the wall of the lower handle with several turns of suture remaining. The rack was found in the full proximal position with only a small portion of the rack fed through the gearbox assembly. The gears appeared properly seated within the upper and lower gear plate. Functional testing was then undertaken with force was applied to the suture of the device to attempt to dislodge the tamping tube, the tamping tube did not move. Manual pressure was then applied to the drive gear in the gearbox assembly and the tamping tube against did not move. There was noticeable resistance to turning the drive gear. The drive gear was then turned to move the rack into the proximal position and the rack freely moved with very little resistance noted in turning the drive gear. Again, the drive gear was moved in a way to move the rack into the distal position resistance was met and the tamping tube did not move. The issue seemed to be with the rack and the carrier tube assembly. The connection block between the assembly and the body of the evolution appeared to have slight necking occurring in the material. Due to the location of the necking portion of material, the actual diameter could not be measured adequately. To determine the cause of the obstruction an attempt was made to remove the hemostatic sheath from the carrier tube assembly so that the carrier tube assembly could be properly dissected. While attempting to do the too much force was applied to the carrier tube assembly and the tube separated from the connector the body of the evolution breaking the rack. This occurred at the point where necking was observed. The tamping tube could then easily be dislodged from the carrier tube assembly and the remaining rack in the gear assembly was able to move freely. During this breakage, blood like substance was also freed from the device. The complaint could be confirmed for tamping mechanism issues since the tamping tube could not be dislodged by applying force to the suture and is expected during a successful deployment. The likely cause of these tamping issues is the necking in the carrier tube assembly material distal to the connector block. This likely narrowed the inner lumen and added resistance to the movement of the rack within the carrier tube assembly. Once this section of the carrier tube assembly was bypassed when the carrier tube assembly was separated, the tamping tube and rack moved with ease. The dried presence of blood like substance may have contributed as well the resistance experienced. There were no anomalies noted with the gear assembly other than the gear assembly did not appear to be properly seated within the rail of the lower handle upon opening of the device. This may have been due to dislodgement of the gearbox assembly while the handles were separated. An investigation has been initiated for instances of autotamping issues. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after deploying the 6french angioseal anchor and hearing the double click, the doctor pulled back at a 45 degree angle for collagen deployment. Tamp tube did not advance down the suture string for him to see green indicator. Device deployed successfully. No issues to the patient. It was reported that the blood loss was less that 250cc. It was reported that the patient condition was normal.